Manufacturer narrative:
Continuation of d11: 694758 lead, implanted: (B)(6) 2009; 429888 lead, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced inappropriate therapy due to the cardiac resynchronization therapy defibrillator (crt-d) detecting an atrial arrhythmia in progress at the time of therapy. The device is still in use. No further patient complications have been reported as a result of this event.